Event description:
It was reported that balloon rupture occurred. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 6 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient was good post procedure. It was further reported that the 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid to distal right coronary artery.

Event description:
It was reported that balloon rupture occurred. A 2.00 mm x 20 mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 6 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient was good post procedure.